Manufacturer narrative:
One cassette set was received for evaluation. The device appeared in used condition. Visual inspection of the returned device did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. The photo provided was reviewed; droplets on the cassette were observed. Leaking testing was performed and the reported event was confirmed. The device presented leakage in the pump tube. The root cause was determined to be the procedure was not adhered to for leak detection. The related form has been revised to clarify steps to segregate cassettes that fail leak testing. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cassette had leakage. No patient injury was reported.